Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (se) (air in set) was not confirmed. The cause of the se 2240 is due to air being sucked into the disposable caused by the patient not connected when therapy initiated. The label review found the labeling adequate for the use error identified in this complaint. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed a follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use during initial drain . The baxter technical representative (tsr) explained the message to the home patient (hp). The tsr had the hp cycle the hc. The se 2367 occurred. The tsr informed to start over using new supplies .the hp followed the instructions. During troubleshooting, tsr documented that the patient had pressed "go" to start therapy before connecting to the hc . There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.